Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One 6fr glidesheath slender guidewire and needle were returned for product evaluation. Visual inspection revealed there was no damage observed on the guidewire. Functional testing was performed. The guidewire passed through the needle successfully. The guidewire end welds were observed under microscope and no damage was observed on either the floppy or stiff end. Dimensional testing was performed. Measurements of the guide wire were taken and the diameter throughout the wire was 0.51 mm which is within the manufacturer specification. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of the normal product. The exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. . A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender wire was not able to pass through the access needle without forcing it. When resistance was felt a new sheath was opened. The device was not used on the patient or in the procedure.